Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as there was no tip deflection of the steerable guide catheter and a cable break was suspected. It was reported that during preparation of the steerable guide catheter (sgc), and upon negative knob application of 270 degrees, there no tip deflection and a cable break was suspected. The device was not used and there was no patient involvement. There was no additional information provided regarding this sgc issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported cable break and steerable guide catheter (sgc) knob issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the sgc cable break, resulting in the inability to curve guide. It is possible that there were procedural interactions (e.g. Excessive knob turning and unintended curves on the device) which resulted in over-tensioning of the cables such that the cable broke; however, this cannot be definitively confirmed. The mechanical issue with the knob (unable to curve guide) was a secondary effect of the cable break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.